Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via telephone call that the infusion sets were not sticking properly and that the cannulas were not inserting. The customer had been hospitalized with high blood glucose and diabetic ketoacidosis. The blood glucose reading was 600 mg/dl. The customer was wearing the insulin pump at the time of the event. The cause of the hospitalization per the health care professional was the infusion sets not penetrating the skin. The caller was advised of insertion techniques and was sent infusion set and tape kit.